Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing (twos) post bi-ventricular (bi-v) pace was observed on the right ventricular (rv) lead. The lead was previously reprogramed but twos continued to be observed. The rv lead remains in use. No patient complications have been reported as a result of this event.